Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -there were no abnormalities in the appearance of the device that could be visually confirmed. -the aging test was conducted for 1 hour, but the event reported by the user could not be reproduced. -when the device was connected according to the instruction manual, it was confirmed that the locking lever did not work well and the connection with the video connector was disconnected with a little force. As a result of the investigation, omsc was unable to reproduce the reported event and confirmed from the manufacturing history that the device was a product suitable for the specifications. The reported event was most likely caused by instability in telecommunications of the endoscope due to the connection between the video connector socket and the endoscope being undried or with foreign material attached. Olympus has set a service life of device of 6 years. The service life means the useful life in which it is expected that the reliability and safety of the equipment will not be able to maintain the target value even if parts, spare parts, etc. Are replaced, repaired, and overhauled repeatedly under standard usage and maintenance conditions. Since the device has been used beyond its service life, it is possible that the scope communication error b30 has occurred due to a temporary error caused by worn pins on the video connector socket. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus medical systems corp.(omsc) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
An olympus sales representative was informed by the user facility as follows: the scope communication error b30 occurred early in the procedure using the combination of the olympus videoscope ltf-s190-10 with serial number (B)(4) and the olympus video system center cv-190 with serial number (B)(4). The user replaced the videoscope to the ltf-s190-10 with serial number (B)(4) and the video system center to the otv-s190 with serial number (B)(4). After replacing the devices, the endoscopic image was noisy and the endoscopic image could not be seen at all due to snow noise. The user decided that it was difficult to continue endoscopic surgery and switched to abdominal operation. The abdominal operation was completed and there was no further health hazard to the patient. This report reports on the olympus video system center cv-190 with serial number (B)(4).